Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported rupture was unable to be confirmed however the guide wire exit notch was torn which is likely what was perceived as the rupture. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, heavily calcified lesion in the mildly tortuous main left (lm) artery to left anterior descending (lad) artery. A non-abbott guiding catheter and two non-abbott guide wires were placed. The 3.0x15mm trek balloon dilatation catheter (bdc) was unpackaged without issue and prepped before use with no leak noted during preparation. The bdc met resistance with the patient's anatomy during advancement; however, the bdc was able to cross the lesion. During inflation of the bdc to pre-dilatate the lesion, the balloon ruptured at 10 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.0x15mm trek bdc was used to pre-dilate the lesion, followed by deployment of a non-abbott stent implant to successfully complete the procedure. There was no additional information provided.